Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment and may have developed paradoxical hyperplasia (ph).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment and may have developed paradoxical hyperplasia (ph).

Manufacturer narrative:
H11 - corrected data: g3 of the previously submitted report should have been populated as 19/may/2022.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment on (B)(6) 2021 to the inner thighs using the cooladvantage coolfit applicator and may have developed paradoxical adipose hyperplasia (pah/ph) post treatment.